Event description:
The site reported the following: the jetstream catheter was being used for atherectomy of a multi-segment chronic total occlusion (cto) which extended from the proximal superior femoral artery (sfa) through the popliteal artery. The physician inserted a barewire workhorse guidewire and an abbot nav 6 filter into the vessel and then railed the jetstream catheter over the guidewire to begin treatment. After atherectomy procedure was completed, the physician attempted to retract the jetstream catheter but was unable to do so as the catheter became stuck on the barewire workhorse guidewire and would not move. The physician decided to remove the catheter, filter and guidewire as a unit. The vessel was then re-wired without incident and the case was successfully completed. No injury/adverse event was reported.

Manufacturer narrative:
(B)(4). Qa prod analysis rec'd and examined the returned jetstream xc-2.1 catheter. Visual examination determined that the barewire workhorse guidewire was stuck inside the catheter. The remainder of the device appeared to be in good overall condition. Further examination of the guidewire lumen determined that the proximal cap and bushing were plugged with a small amount of teflon and fibrin. Prod analysis concluded that the guidewire lost coating and occluded the bushing at the distal end of the catheter thereby contributing to the loss of tractability of the guidewire. The jetstream xc-2.1 instructions for use (IFU) cautions the user as follows: "use only compatible guide wires and introducer with the jetstream system. The use of any supplies not listed as compatible may damage or compromise the performance of the jetstream system." In this case, the barewire workhorse guidewire is not listed in the jetstream system IFU as a compatible device.